Event description:
During rt middle cereberal artery angioplasty, distal tip of guide wire perforated the vessel distal to angioplasty site (branch of m2), with resultant subarachnoid hemorrhage, contrast herniation. Pt expired the next day after becoming comatose.